Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon further review, it was determined that this is not a reportable event. The surgeon decided intraoperatively to change the implant at his/her discretion, and they stated there was nothing wrong with the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was retained by the customer for use as a demonstration model; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: unknown screws, part# ni, lot# ni. Tmj system left narrow mandibular component 50mm / 7 hole, part# 01-6551, lot# 816470b.

Event description:
It was reported that the offset mandible component was implanted and then immediately replaced with a narrow mandible component due to the surgeon¿s preference. The surgeon implanted the offset component on the left side and a narrow component on the right side, then decided he made the wrong call with the offset component on the left side. The surgeon was satisfied with the result following the replacement and does not allege any deficiency with the implant. No additional patient consequences have been reported.